Event description:
It was reported patient underwent a nail fixation procedure on (B)(6) 2014. Patient was revised on (B)(6) 2014 to remove the screws and dynamize the nail. During the procedure, surgeon noted a bone fracture. Subsequently, patient underwent a further revision procedure on (B)(6) 2014 to remove and replace the nail.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings and precautions it states, "these implants are intended as a guide to normal healing and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue."